Manufacturer narrative:
The returned cable was evaluated. During eval, the cable failed continuity tests due to an open in the cable on the white conductor, along the length of the cable. Simulation testing was performed using the returned cable and sensor and a "sensor off" message was observed.

Event description:
Customer reported that the defective sensor "measured values too low in conjunction with intermediate cable." No known compact or consequence to pt.